Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp in 2009, that a wallflex partially-covered esophageal stent was used during an egd (esophagogastroduodenoscopy) procedure performed in late 2008. According to the complainant, the stent was placed successfully the next day. The pt returned with pneumonia and dislodged the stent while coughing. The stent migrated proximally. It was initially reported the stent would be removed the day after original date and replaced with a larger stent. Follow-up revealed the stent was removed the same day, without incident. However, it was not confirmed if another stent was placed at that time. There were no pt complications reported as a result of this event.